Event description:
It was reported that, during training, the traveler screen of the cori console showed an "american megatrends: warning!! Cmos checksum error" display, when the device was being plugged the console¿s power switch was already in the in on position. After a hard power cycle, everything powered up as expected. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Evaluation found no apparent issues with the cmos battery and console booted normally. A review of the photo provided was performed. A photo provided confirms the "american megatrends: warning!! Cmos checksum error" message was displayed on the console. The console seems to have been booted in a boardroom environment. A possible cause may have been a power surge from when the power cable was plugged in which caused a checksum mismatch between the cmos and bios. The power outlet used may not have provided adequate surge protection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.